Event description:
The surgeon initially reported having a series of corneal burns. Add'l info has been requested. This event is reported as MFR report # 2028159-2007-00001. The other event(s) are reported under MFR report # 2028159-2007-00002. This was not noted during the time of surgery. Manifested during the night with pt reporting pain. Pt presented post-op visit with flat anterior chamber and leaking wound. On 12/04/2006, the facility provided add'l info after receiving letter from attorney alleging corneal burn was due to hospital equipment. The wound required multiple re-suturing.

Manufacturer narrative:
A company rep discussed the event with the surgeon and reviewed possible causes of thermal injuries. Also discussed differences between systems that the surgeon used at the private day surgery center, and the systems at this hospital. Arranged to attend the surgeon's next scheduled surgery in 2006. The surgeon changed from scleral based to corneal incision for these cases; there were no thermal injuries. A company service rep had completed a pm service call on 11/13/2006, and there were no problems found with the system. Another service rep checked the system on 12/14/2006, with no problems found. Further investigation, including root cause analysis, is in progress.